Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui male (right) - raised was confirmed. On 14-january-2026, lvp was received unboxed and with paperwork. External inspection revealed that iui male (right) connector wasn¿t fully seated when installed (figures 1- 14). Also 02285506 - missing screw (figure 10) and 02285509- missing screw (figure 13). Root cause: the iui male (right) connector wasn¿t fully seated when installed. Bd workmanship. Recommend bd san diego repair center re-install the male (right) iui connector and add missing screws. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui, male (right), raised. There was no patient involvement.